Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b1, b5, d8, d10, g1, h2, h4, h6, h11 corrected field- d4. The device was returned to olympus and the reported failure was confirmed. The coil sheath was broken about 55 mm from the distal end. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the coil sheath broke as the clip could not be extended due to the following: 1) the clip was loaded into the device, and before extension, the distal end of the coil sheath was pressed against tissue or instruments, causing it to bend. 2) with the coil sheath bent, operating the slider caused the clip to get caught at the bend and fail to extend. 3) over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. ·the device was inserted into the endoscope at an angle against the biopsy valve. ·the device was withdrawn from the endoscope at an angle against the biopsy valve. ·the device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. ·during reprocessing, the insertion portion was tightly coiled and strongly rubbed. 4) due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the procedure was "hemostasis". The device fell into the intestines (location unknown). No image was required.

Manufacturer narrative:
E1: complete name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, when attempting to stop bleeding, the clip bullet did not come out of the tip of rotatable clip fixing device. While continuing to operate, tip sheath of the main body of the clip broke. The fallen device part was retrieved with "grip forceps¿. The procedure was completed with an olympus back-up device. There were no reports of patient harm.